Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved from the time of initial contact. The customer did not currently have any diabetic symptoms. The customer did not have any medical intervention since the last call. Customer performed blood test with the truetrack meter on (B)(6) 2017 before breakfast and obtained a result of 128 mg/dl fasting.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 259 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. At the time of the call on (B)(6) 2017, the customer stated he felt weak; customer denied the need for medical attention at the time of the call. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/13/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 259 mg/dl fasting. Customer called in states the meter is reading high. Customer states the meter read 259 mg/dl fasting. Customer states his normal range is 90-110 mg/dl fasting.